Event description:
It was reported that the right-ventricular (rv) lead exhibited unknown malfunction and during rv lead revision, its helix failed to retract. As a resolution the rv lead was explanted and replaced. There were no patient consequences.